Manufacturer narrative:
510k: this report is for an unknown aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure for a midshaft fracture on an unknown date, the aiming arm was misaligned, missing the nail. The surgeon checked the nail before insertion. Procedure outcome and patient status is unknown. Concomitant devices: femoral nail (part: unknown, lot: unknown, quantity:1). This report is for an unknown aiming arm. This is report 1 of 1 for (B)(4).